Manufacturer narrative:
Batch review performed on 27 november 2020 lot 1907743: 37 items manufactured and released on (B)(6) 2019. Expiration date: 2024-10-13. No anomalies found related to the problem. To date, 23 items of the same lot have been already sold without any similar reported event. Clinical evaluation few weeks after primary rsa dislocation occurs and a new surgery with repositioning is required. A reduction of retroversion is called for and substitution of the stem is carried out. The cause for this adverse event is not to be sought in a defective device. Other devices involved in the event reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm lot. 2001995 (k170452) batch review performed on 27 november 2020 lot 2001995: 75 items manufactured and released on 24-apr-2020. Expiration date: 2025-04-05. No anomalies found related to the problem. To date, 34 items of the same lot have been already sold without any similar reported event. Reverse shoulder system 04.01.0208 lat. Glenosphere 39xø24.5 lot. 189937 (k193175) batch review performed on 27 november 2020 lot 189937: 55 items manufactured and released on 9-may-2019. Expiration date: 2024-04-23. No anomalies found related to the problem. To date, 15 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 2 months after the primary surgery due to implant dislocation (liner form glenosphere). The dislocation occurred due to the stem retroversion (25-30 degrees over the desired position) and oversizing of the stem. The stem, metaphysis, inlay and glenosphere were revised successfully.